Event description:
Reported indicated that patient has experienced an increase in seizure activity since generator replacement surgery. The patient's generator was replaced due to end of service on 4/2002. Since then, the patient's seizures have gotten worse; patient had three seizures in 5/02, four on the following day, and eight the next day. Swiping the magnet over the device does not help even though it used to abort the seizures. There have been some medication changes, but these occurred after the increase in seizures in hopes of regaining seizure control. Depakote, phenobarbital, and topamax have been increased. Pre-vns, the patient had "tons" of seizures including grand mal, partials, etc. After pt's implant, patient was seizure free for two years and then started having one seizure per month which is when they decided to replace the unit. Since the re-implant in 2002, patient has had atleast 17 seizures.